Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented in clinic for regular follow up with swelling and pain around prosthetic knee and shoulder review of cultures revealed systemic infection. Entire system was explanted successfully. Patient was stable before, during, and after the procedure. Related manufacturer reference number: 2017865-2020-12948, related manufacturer reference number: 2017865-2020-12950, related manufacturer reference number: 2017865-2020-12951.

Manufacturer narrative:
Analysis was normal. No anomalies were found.